Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to oversensing of noise that was caused from a dislodgement of the right ventricular (rv) lead and other manufacturer's right atrial (ra) lead. The dislodgements were confirmed via x-ray. A revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.